Manufacturer narrative:
Device was used for treatment, not diagnosis. There was no reported patient involvement associated with the complained event. Event date: unknown. Other number¿UDI: (B)(4). Implant and explant dates: device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review was performed for the subject device lot. Manufacturer: synthes (B)(4). Date of manufacture: may 25, 2016. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the straight tip driver long screwdriver was stripped during a posterior lumbar interbody fusion (plif) procedure at an unknown level on (B)(6) 2017. During final tightening of a locking cap, the screwdriver was slipping and it was discovered that the screwdriver was stripped at the end. Another screwdriver was used to complete the surgery with no delay. Concomitant devices reported: locking cap (part #: unknown, lot #: unknown, qty. 1). This report is 1 of 1 for (B)(4).